Event description:
Info received indicates the left head siderail detached from the bed and was hanging down. The screws that secure the slide bracket to the bed frame came loose. The bed was found in a storage area.

Manufacturer narrative:
The technician installed new screws and reattached the siderail to the bed frame to repair the bed.